Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella pump was returned for evaluation. The root cause of the optical signal issue was not determined since product was not returned, data logs were not returned and insufficient clinical information provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While priming the pump, the device would not zero correctly. Pressures showed +/-6/6. Staff attempted troubleshooting, but they were unsuccessful. The impella 5.5 was not implanted. A new pump was used successfully.